Manufacturer narrative:
Conclusion code corrected to accurately reflect the information received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2021, UDI #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 1.499 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient had a csf leak following a pump replacement. The csf leak was located where the old catheter was and it was confirmed to be at the incision site. No environmental factors were known. A CT scan/MRI were taken following the replacement which showed that the pump and the catheter were in place. A patch was put in where the old catheter was and the catheter was replaced on (B)(6) 2019. The previously implanted catheter was discarded. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report. No further complications were reported.